Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia]. The pen had a problem. The dose memory showed incorrect injection dose [device information output issue]. The patient's relative injected 7.5 u again for the child [extra dose administered]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia(hypoglycemia)" beginning on (B)(6) 2024, "the pen had a problem. The dose memory showed incorrect injection dose (device displays incorrect message)" beginning on (B)(6) 2024, "the patient's relative injected 7.5 u again for the child (extra dose administered)" beginning on (B)(6) 2024, and concerned a child patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (7.5 iu, qd (in morning), administered again) from (B)(6) 2024 for "drug use for unknown indication", the patient's height, weight and body mass index were not reported. Dosage regimens: novopen echo: novorapid penfill: (B)(6) 2024 to not reported; medical history was not provided. On (B)(6) 2024, the patient was injected with 7.5 u novorapid penfill in the morning. However, the dose memory showed that the last dose was 0.5. The patient's relative thought that only 0.5 u was injected, so the patient's relative injected 7.5 u again for the child. The dose memory of the injection pen was still 0.5. On the same date the child experienced hypoglycemia and was nearly in a coma state. The patient's relative supplemented the child with food in time. Then, the child recovered gradually. Blood glucose was not measured during hypoglycemia. Hypoglycemia occurred (because of repeated injections due to memory function failure of the pen). Batch numbers: novopen echo: mvg9a57 novorapid penfill: unk . Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "the pen had a problem. The dose memory showed incorrect injection dose(device displays incorrect message)" was not reported. The outcome for the event "the patient's relative injected 7.5 u again for the child(extra dose administered)" was not reported. No further information available. Preliminary manufacturer's comment: (B)(6) 2024: the suspected device has not been returned to novonordisk for evaluation. No conclusion is reached. Extra dose administered has led to the event of hypoglycemia in patient.

Event description:
Case description: investigation results: novopen echo, batch number: mvg9a57. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated. The electronic register was checked. The register showed mitigation codes. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. In this test the memory display mirrored all expelled dose sizes, selected by random, correctly. In this test the memory display mirrored all expelled dose sizes, selected by random, correctly. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic unit was examined. The pen electronics was found to have normal function. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines (- -) or after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Novorapid penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -is non-reportable updated. -device available for evaluation and returned to manufacturer updated. -investigational results updated. -final report ticked in EU/ca tab. -expected date of follow-up report removed, further investigation field updated, current location of the device updated in EU/ca tab. -imdrf codes updated and device narrative updated in device addendum tab. -narrative updated accordingly. Final manufacturer's comment: (B)(6)2024: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon investigation of the returned novopen echo, it was identified that memory function of the device damaged due to corrosion of the electronics as a kind of liquid has entered the pen. The fault is caused by accidental damage during use of the device. The mechanical function of the pen is not affected by the faulty display. In cases where the display turns blank or shows "--" the user is warned that the display is broken and should not be used again. It is possible that patient administered extra dose of insu-lin due to this display error resulting in hypoglycaemia. H3 continued: evaluation summary. Novopen echo, batch number: mvg9a57. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated. The electronic register was checked. The register showed mitigation codes. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. In this test the memory display mirrored all expelled dose sizes, selected by random, correctly. In this test the memory display mirrored all expelled dose sizes, selected by random, correctly. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The electronic unit was examined. The pen electronics was found to have normal function. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines (- -) or after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device.